Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm and experienced high blood glucose of 400 mg/dl. Customer treated the high reading with bolus and manual injection. Auto mode feature was active at the time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test the device. Customer stated the event was resolved by changing the complete set. The insulin pump will not be returned for analysis.